Event description:
An infusion pump that needs its batteries to be replaced. The event was reported to have occurred during patient use. The hospital representative stated no patient injury had been reported. Though requested, no additional information was provided regarding the demographics of the patient, the medication involved, or the device programming.